Manufacturer narrative:
D4 updated to include product list number in the catalog number field. E1 initial reporter email address was added. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving the sample ID (sid) from the ticket were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displayed a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for any sid in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521654 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521654 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521654 and its components. This CAPA review did not identify any existing internal issues or non-conformances related to the reported complaint for lot 521654. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521654. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521654 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive result that was questioned by the patient on their alinity m sars-cov-2 assay. According to customer, the patient was tested positive on (B)(6) 2021, then tested negative on several subsequent tests at the local urgent care and with their physician. The customer reported the discrepant result on (B)(6) 2021. The patient also mentioned that they are fully vaccinated and asymptomatic. The specimens were in transit 1 day only, there was no pooling, and they were no longer then 4 hours on the instrument. Retesting of the specimen was unknown. Customer stated that information regarding patient management was not available at that time.